Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during drain 1 of 4 during pd treatment . The patient received several warnings of air detected in cassette during drain 1. The patient realized there was a fluid leak due to the patient line not being securely connected, although the patient had connected it properly. Tech services advised patient to cancel treatment and reset up with new supplies. Upon follow up, the patient¿s pd nurse and the patient indicated there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The 3rd party carrier tracking number was verified and no information was found that the customer sent the sample.a manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. In addition the insert label that is included in the packaging of the product contain indications, and warnings to perform the connection. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during drain 1 of 4 during pd treatment . The patient received several warnings of air detected in cassette during drain 1. The patient realized there was a fluid leak due to the patient line not being securely connected, although the patient had connected it properly. Tech services advised patient to cancel treatment and reset up with new supplies. Upon follow up, the patient¿s pd nurse and the patient indicated there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set is available for return for physical evaluation by the manufacturer.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during drain 1 of 4 during pd treatment . The patient received several warnings of air detected in cassette during drain 1. The patient realized there was a fluid leak due to the patient line not being securely connected, although the patient had connected it properly. Tech services advised patient to cancel treatment and reset up with new supplies. Upon follow up, the patient¿s pd nurse and the patient indicated there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrected data: d.10.